Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had no color, the insulation resistance value at the distal end did not meet standard value, the angulation wires were worn, and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope angulation was not working correctly. The device was returned for evaluation. During the device evaluation, foreign material in the jet auxiliary tube, on the camera cover, on the objective lens adhesive, and on the adhesive of the protective coating of the bending portion of the device was found which constitute reportable malfunctions. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. For the foreign material at objective lens glue, plastic distal end (c-cover) and foreign material at bending section cover (a-rubber glue) a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions could not be identified, nor the foreign material type. For the foreign material at auxiliary water channel malfunctions a definitive root cause was not identified, nor the foreign material type, however based on the results of the investigation the probable cause of the malfunctions would likely be related to the reprocessing that was deviated from IFU from obtained information. The event can be prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures IFU states ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.